Event description:
The reporter stated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens and the lens flipped in the eye. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The lens was torn upon removal from the eye, there was no damage to the lens during insertion. The lens was replaced with the backup lens.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunge were not returned for evaluation.